Manufacturer narrative:
Patient ID/initials are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: an emergency surgery was performed using afn systems for femoral diaphyseal fractures on (B)(6) 2018. During that surgery, the tip of reamer broke off. The surgeon tried to remove the fragment which remained around the hip screw, but he couldn¿t. The surgeon decided to leave the fragment in the patient¿s body and finished the surgery with a less than thirty (30) minute delay. The male patient who is (B)(6) with robust bone quality was in stable condition. The patient underwent a revision surgery and all fragments were successfully removed. The patient is still reported to be in stable condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.368; lot: u134816; manufacturing site: selzach; supplier: (B)(4). Release to warehouse date: may 10, 2011; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material is identified in coc and hardness is documented according to the specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 5. Broken visual inspection: the complete 4.5mm diameter part of the reamer is broken off, the fragment was sent back for evaluation. The cutting edges above the fracture face are badly damaged and completely blunt. In general, the device is in a very used condition. There are many stress marks all over the shaft and the coupling piece on top has strong wear marks. Dimensional inspection: not required per selected investigation flow as the cause of the breakage is use related. Drawing/specification review: the risk assessment for reamers - power driven was reviewed and it was found that this complaint condition is adequately covered by the risk assessment. Material or hardness review: the used material and the measured hardness are documented in the certificate of confirmation by the supplier. Material is confirmed to be according to specifications. Summary: the complaint is confirmed as the reamer is broken as complained. The review of the manufacturing documents showed no complaint related issues. This lot of (B)(4) pieces was manufactured in may 2011 and we are not aware of any product quality problem for this article- and lot combination. These findings speak against a manufacturing related issue. The visual inspection has shown that the cutting edges of the reamer are badly damaged and that the reamer is blunt due to these damages. This indicates that a mechanical overload either by an inappropriate excessive metallic contact, e.g. With the nail, or the use of a previously damaged and blunt reamer caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Code 3191 used to capture required surgical intervention. H6 ¿ patient codes: no fragment remains in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Lot number is now known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.